Manufacturer narrative:
Device lot number updated and corrected from 19799163 to 19645303. Device expiration date updated and corrected from 04/30/2018 to 02/28/2018. Device manufactured date updated and corrected from 10/05/2016 to 08/30/2016. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was tip damage. Microscopic inspection revealed a pinhole in the balloon material. The proximal and distal markerband were inspected and revealed no damage. Review of the product specification was performed which indicates the rated burst pressure (rbp) of the complaint device. With the reported information, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.0 mm x 220 mm x 150 cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.0 mm x 220 mm x 150 cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same sterling balloon catheter. No patient complications were reported.